Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2014 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2014 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia, thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿there was a large hernia, this was manually reduced back into the peritoneum. The excess sac was removed. Then a ventrio mesh was anchored to the anterior abdominal wall using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia with infected mesh, thereby underwent open repair with removal of ventrio mesh. Per operative notes, ¿there was a large portion of omentum incarcerated within the defect, this was reduced manually after taking it down from the hernia sac. There was a sinus tract from the base of the umbilicus all the way down to her mesh. Then the umbilicus and the mesh were removed in its entirety. There was some cloudy fluid. Then a biologic mesh was anchored to the anterior abdominal wall using sutures.¿ attorney alleged that the patient had infection, hernia recurrence, loss of navel and additional surgery to remove the mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 1 month post implant of ventrio mesh, patient was diagnosed with hernia recurrence, infection, abscess, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.